Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient was revised approximately 19 years later due to multiple dislocations. During the revision is it was reported the hip dislocated easily with only 10 degrees of anteversion on the stem and 5 degrees on the acetabular component. The cup, liner and head were revised. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: cat# 00620205622 lot# unk shell porous with cluster holes 56 mm, cat# 00625006525 lot# 60273169 bone screw self-tapping 6.5 mm dia. 25 mm length, cat# 00625006535 lot# 60403445 bone screw self-tapping 6.5 mm dia. 35 mm length, unk fiber-metal taper size 25 stem. Proposed code: mechanical (g04) - head. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d5; g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records/radiographs were provided and identified the following: patient had a initial tha. The patient experienced pain and reported difficulty walking without pain. Patient also reported the hip popped out of place 3 times. Xray confirmed dislocation. The patient had a left hip revision. Due to complication of implanting the new liner with locking ring, the cup was changed as well. The head was also explanted and replaced. No other complications noted. A definitive root cause cannot be determined. Based on the provided medical records, the complaint is confirmed. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.